Manufacturer narrative:
The device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported by the patient that this cardiac resynchronization therapy defibrillator (crt-d) recorded a high, out-of-range shock impedance measurement in the patient's remote monitoring system. The device remains in service. No adverse patient effects were reported. The field representative later confirmed the right ventricular (rv) lead was a competitor's product, and the physician discussed troubleshooting with the lead's manufacturer. At this time, the physician planned to continue monitoring the device and lead in the remote monitoring system.